Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 300 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with critical pump error (open book image) alarm due to pump error found in long trace history file. Unable to determine the root cause, problem isolated to printed circuit board. The critical pump error was able to be bypassed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the insulin pump completed the boot up process normally. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with faded serial number label, scratched case, minor scratched lcd window, cracked select button keypad overlay and damage keypad overlay texture.